Event description:
It was reported that a physician attempted arteriotomy closure of a non-calcified left common femoral artery (lcfa) using a proglide device after a lower extremity angioplasty procedure. Reportedly, a cuff miss occurred; when the plunger and needles were retracted from the device body, there was no suture attached to the needles. The device was removed from the patient's groin and another proglide was used to achieve hemostasis. There were no adverse patient effects. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: investigation of the returned components body of the device including, handle to foot function, guide tube, needle guide, bridge, suture bearing, exit ramp and sheath were normal. There was no indication of a product quality deficiency that would have contributed to the reported cuff miss. The posterior cuff was still loaded on the foot and the link still attached to the cuff. The anterior cuff was engaged to the anterior needle tip. Based on the evidence found on the returned device, the posterior cuff was missed. The link was pulled from the anterior cuff and was a direct result of the posterior cuff miss. Because the posterior cuff remained in the foot, it caused the link to pull from the anterior cuff during plunger removal, which resulted in the suture not able to be retrieved to close the vessel. Possible contributing factors for the posterior cuff miss and subsequent link to cuff detachment include, but are not limited to: anatomical conditions, user technique and manufacturing. A possible cause is needle deflection during plunger deployment due to interaction with human tissue or a failure to maintain a stable position of the device during needle deployment. There were no challenging anatomical conditions reported or definitive evidence in the evaluation of the returned device to suggest incorrect technique. There was no manufacturing or quality deficiency detected. The needle trajectory of every device is checked twice during the manufacturing process. Based on the investigation findings, the probable cause for the posterior cuff miss is needle deflection during plunger deployment due to interaction with human tissue or failure to position and maintain the device at a 45 degree angle throughout deployment and not a product quality deficiency. Review of the device history record did not reveal any nonconforming material records associated with this lot. A query of the complaint-handling database was performed and there is no indication of a product quality deficiency. In process testing such as visual inspection and destructive testing to verify function and quality of the lot met specifications. In addition, a quality control audit inspection is performed to verify product quality.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.